Event description:
Story is very long can't fit all details here. Skin rashes for two years, got biopsy that showed two forms of staph one being "unknown." Took z-pac and gone for eight months then returned, had another biopsy that showed inflamed pore, but rashes continued to get worse so placed on z-pac again. This time it did not help, so given doxycycline, this fueled to entire body. Woke up with skin on fire and crawling bug sensations that were so intense I had trouble functioning during the day or sleeping at night. Was placed on perinthione cream which also made things worse. Then granules began to come out of skin and form chronic weeping wounds. Testing showed no infection, bloodwork showed nothing yet health deteriorated rapidly. Doctors other medications that only fueled my symptoms and made literally made me feel like I was slowly dying. Inflammation of the stomach was severe and painful, head pain, dizziness, muscle and joint pain and weakness, could not physically do anything without feeling like I would pass out or spread lesions, granules were coming out of the skin everywhere especially after showering, these same granules showed up in a barium test I had done years later in the small intestine and doctors ignored it, but I was shown it on one of the x-rays. My current physician was unable to see this x-ray, we only get written documentation of any of my visual tests that were run and some I have never been shown what they looked like. I would like it mandatory patients see their testing the day of the test! Very upset about this, if they can bill me for the test then where is my right to actually see it! I have been refused advanced testing, I have been refused exploratory surgery, I have been refused a body scan. I have been refused emergency care, or medical care for that matter. I did finally take photos of the granules coming out of my body with a marco lens and to my horror it looked like tiny pieces of plastic surrounded by skin cells. When I finally passed out and started having vision problems after showing these photos to my current doctor he finally told me to get my implants out. I had gone to my surgeon ten years after my first implant ts to have them replaced but he advised me that they are good through a lifetime and if I wasn't having issues not to worry. Every doctor I saw and I saw over ten I asked about my implants they told me I didn't have symptoms that would be connected with defective implants. However, four days before my surgery I went online and found out I had been suffering with every symptom implants cause in women getting sick with them. I am urging you people to make it mandatory that women are tracked during their implants and I don't want to hear that we are not willing to do so cause that is a bold face life. I couldn't even locate my implants with my tracking device card, the number was out of order and then I found the very implants had been in litigation in 1998, I had my surgery in 1992... I won't say what I think of all this. I won't tell you how my medical history is loaded with false information that my trusted medical processional had the gall to write and I saw nothing about my inquiries or concerns about questions I asked regarding my implants anywhere in there. Apparently I'm not alone and there are literally hundreds of women just like with older implants that are all getting sick, when are you people going to make it mandatory that when a patient has skin rashes that won't go away with deteriorating health to their immune systems that a doctor must issue an MRI and further testing to find out if their implants are the cause, cause I know like the rest of those suffering with no job, no disability, no insurance, no medical help that we have been lied to and our lives are being ruined because you have medical professionals covering up what their patients are really going through and they are not willing to help us, they in fact are kicking us all out their back door.